Event description:
Per provider sieve beds are defective. Per independent repair center statement, the sieve beds are defective, low o2 or yellow light . The key failure was sieve bed being defective. Additional malfunctions were other, leaking (2001682) tie wrap; other, leaking (po876x026)clamps .